Event description:
A female pt facing limb amputation was being treated for thrombus removal from the left iliac-femoral artery. Occurrence of distal embolization resulted in the use of cdt to remove the clot in the distal segment. Returned device confirmed a small distal balloon leak and could not be used to complete the procedure. Consistent with the cautions in the MFR's IFU, device should be used and was used under floro to detect such malfunction. It was also noted that pt rec'd 100 mcg of nitroglycerin (ntg) prior to cdt. There was no mention of other health issue apart from the pt expectation of her limb amputation prior to the clot removal procedure.

Manufacturer narrative:
Returned device was decontaminated and visually examined. A leak was confirmed upon inflating distal balloon with liquid. The event report indicated that balloon deflation was noticed under floro within 5 minutes of use of the procedure.